Event description:
It was reported that during an unk procedure, the tip of the blade broke suddenly after two or three times activating. The broken piece was not located. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.